Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: reoperation at (B)(6) 2020 changing the standard 10 degree liner to a constrained liner. The patient¿s age: unknown.